Manufacturer narrative:
Updated field- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11 corrected field- h6- investigation conclusions, investigation findings, d10.

Event description:
N/a.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had failure to inflate balloon. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) will not inflate the balloon. The patient involvement is unknown and no patient harm reported.

Manufacturer narrative:
Updated field- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11 corrected field- b5, b6, b7, h6- health effect ¿ impact codes.

Manufacturer narrative:
Updated fields: b4, g1, e2, e4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed reported issue on site and in device logs. The fse troubleshot unit and noted device would not complete autofill with known balloon. Evaluated the logs and noted multiple autofill failures. The fse replaced the pim and ran functional test. Unit successfully completed autofill with known iab and continued pumping on internal trigger at 120bpm for approximately 60 minutes without any alarms or abnormal function occurring. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing dept. Installed patient interface module into the cardiosave test fixture and tested the pim to factory specifications and the cardiosave service manual. The fat dept. Proceeded to perform the 30 psi calibration. The calibration could not be completed. The fat dept. Then exercised the solenoids and found that solenoid k10 was not working. Probable cause of the pim not inflating the balloon (not completing an autofill) is a defective k10 solenoid. The fat dept. Verified the complaint. Retaining the complaint in the fat dept. Per procedure. The most probable root cause for the reported is pcb reliability and component reliability.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected field: e1 (event site postal code).

Event description:
N/a